Manufacturer narrative:
H6: medical device problem code 2017 - above rated burst pressure (rbp), incorrect prep. Visual and sem inspection/analysis were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. Additionally, it was reported that the balloon dilatation catheter (bdc) was overinflated to 15 atmospheres (atm) when the balloon ruptured. It should be noted that the coronary dilatation catheters (cdc), mini trek rx, global, IFU states: balloon pressure should not exceed the rbp. The rbp for the mini trek rx device is 14 atm; therefore, rbp was exceeded. In this case, it could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation was unable to determine a conclusive cause for the reported compliant. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed, de novo lesion in the left circumflex (cx) artery. A 1.5x15mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion and inflated 2 to 3 times to 15 atmospheres (atm) when the balloon ruptured. There was no adverse patient effect and no clinically significant delay in the procedure. Another mini trek bdc was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.